Event description:
It was reported that a hl 20 pump displayed the error message "head". The event occurred during a routine check. No harm to any person has been reported. The failure "head" can cause an unintentional pump stop. Therefore a report is required. During inspection and repair also the failures "direct" and "runaway" were reported. According to the hl20 service manual the error "head" indicates that the motor tacho shows a value but the head tacho shows 0 (zero). The error direct indicates that the pump has turned (1/4 turn) in the wrong direction. And the error "runaway" indicates that the pump head speed is exceeding the amount set at the pump rotary knob by more than 10%. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that a hl 20 pump displayed the error message "head". The event occurred during a routine check. No harm to any person has been reported. The failure "head" can cause an unintentional pump stop. Therefore a report is required. During inspection and repair also the failures "direct" and "runaway" were reported. According to the hl20 service manual the error "head" indicates that the motor tacho shows a value but the head tacho shows 0 (zero). The error direct indicates that the pump has turned (1/4 turn) in the wrong direction. And the error "runaway" indicates that the pump head speed is exceeding the amount set at the pump rotary knob by more than 10%. A getinge field service technician (fst) was sent for investigation and repair on 2024-06-17. The hl20 belt kit and tacho strobe foil were replaced which solved the "head" and "direct" errors. Further the motor control board was replaced which solved the "runaway" error. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. For the failures "direct" and "head" the getinge field service technician determined that the most probable root cause was that the belt has come off the pulley and damaged the tacho strobe foil. The belt is a wearing part and subject to annual replacement according to the instruction for use. For the failure "runaway" the most probable root cause was determined as a defect motor control board due to age of the component (almost 20 years old). The review of the non-conformities has been performed on 2024-07-10 for the period of 2004-05-05 to 2024-04-08. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2004-05-05. Based on the results the reported failure "head, direct and runaway" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
The investigation is ongoing. A getinge technician will investigate the hl 20. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in italy during a routine check. It was reported that a hl 20 pump displayed the error message "head". No harm to any person has been reported. The failure can cause an unintentional pump stop. Therefore, a report is required. According to the hl20 service manual the error "head" indicates that the motor tacho shows a value but the head tacho shows 0 (zero). Complaint ID: (B)(4).